Manufacturer narrative:
On 26-mar-2025, procept received additional information indicating that the patient was discharged from the hospital on (B)(6) 2025. The hydros robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The hydros robotic system's treatment log files were reviewed and noted multiple occurrences of multiple errors (e912, e914, e915, e916, e917), which were observed to have been successfully removed. A review of the device history record (DHR) was conducted for hy1000t-us/serial number (B)(6), which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The hydros robotic system user manual, um0401-00 rev d was reviewed and states the following: 4.2.3 warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include the following, some of which may lead to serious outcomes and may require intervention: embolism. The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The hydros robotic system's user manual lists embolism as a potential risk of aquablation therapy. Based on the information obtained through the treating surgeon plus a review of the treatment log files, DHR, and labeling, the event is considered not to be device-related.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient with a history of atrial fibrillation underwent aquablation therapy for benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during hemostasis, the patient's oxygen saturation dropped. A rapid response team was brought in, a transesophageal echocardiogram was performed on the patient, which confirmed a pulmonary embolism. The patient was placed on extracorporeal membrane oxygenation (ECMO) and transferred to interventional radiology. The pulmonary embolism was removed. It was reported that while the patient remains hospitalized, he is off ECMO and the balloon pump has been removed. He is no longer on a ventilator. The patient is reported to be awake, talking, sitting up, and "looking better every day". The treating surgeon reported that the pulmonary embolism was not related to the hydros robotic system. No malfunction of the hydros robotic system was reported.